Event description:
The following was reported: "the ampoule bottle breaks every time I open the monomer. It's dangerous and I want the package to be changed."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a simplex ampoule was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there has been one other similar event for the lot referenced for the same device within the same pi, therefore no further trending is required for this commonality. Conclusions: the event was not confirmed as insufficient information was provided. Further information such as images/video of the event as it occurred as well as return of the device and primary operative reports are required to complete the investigation and determine a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The following was reported: "the ampoule bottle breaks every time I open the monomer. It's dangerous and I want the package to be changed."